Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
This supplemental report is to correct previously reported information about the cause of death.

Event description:
It was reported that at the time of death the patient was admitted to the emergency room in a critical condition after experiencing an acute, sudden onset of heart symptoms. It was determined that the device had malfunctioned and causing the patient's death.